Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h2 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it is likely that the event was caused due to breakage of the image sensor unit including disconnection by stress of repeated use and external factors. However, the definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited cloudy tip image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.